Event description:
New information received notes that the patient was presented to the clinic for the scheduled check and the patient's pacemaker was successfully re-interrogated. The patient will be continued to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient was presented to the clinic for a scheduled follow up. During interrogation, the pacemaker was unable to be interrogated using both the inductive and radiofrequency (rf) telemetry. The patient is scheduled to be brought into the clinic for a follow up. No intervention was performed. The patient was in stable condition.